Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer service center,"service required" codes were found in the ventilator's downloaded error log. The device's active exhalation control module, system board and blower was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer service center, "service required" codes were found in the ventilator's downloaded error log. The device's active exhalation control module,system board and blower was replaced to address the issue. In previous report, section b: the blower was replaced to address the issue was incorrect. In this report, section b: the blower was not replaced to address the issue. It is corrected in this report.